Manufacturer narrative:
This is 1 of 12 cases a customer reported to us from their four year experience using flexi-seal fms in their hospital. We first became aware on (B)(6) 2011. The company requested detailed information which would have required patients medical records review. The hospital could not accommodate this request due to lack of resources. The physician, who initially informed us, shared his best recollection of the events as reflected above. The event is deemed serious as it required surgical intervention to prevent death or permanent impairment. From a clinical perspective, a causal relationship between possible, although further detail in order to establish a more definitive relationship will not be forthcoming. Reported to the FDA on (B)(6) 2012.

Event description:
Stated problem: obstruction and rectal injury. Patient of unknown age was treated in the surgical intensive care unit for fournier's gangrene. Due to his fourniers gangrene, he had sphincter damage leading to fecal leakage. Fms was inserted and the balloon was "inflated in excess of 150 cc. It was in for a prolonged time at this volume and the balloon obstructed flow of stool through the device and the rectum. He underwent an emergent stoma for colonic obstruction and concern of bowel compromise."